Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg or design and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported via a trial that approximately 14 months post xience v stent implantation in the distal circumflex (dcx) artery, there was in-stent restenosis, which was treated with balloon angioplasty. There was no adverse pt sequela reported. On (B)(6) 2010, the event resolved and the pt was discharged to home. Although requested, there was no additional info provided.